Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.

Event description:
Customer reported not being able to test his blood glucose due to an errc 4 message and battery icon and booklet icon on his freestyle flash meter. Customer also reported experiencing symptoms of feeling hot, sweating, dizziness and nausea. Customer also reported one episode of seizure and loss of consciousness. Paramedics were called, checked customer's blood sugar and then treated customer with insulin. The reading from the paramedics is unknown.